Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported a case of lens glistening three years after an intraocular lens (iol) implant procedure. The surgeon believes that the lens degrades over time. According to the surgeon the device did not cause or contribute to a serious patient injury. No surgical intervention was required. Additional information has been requested.